Event description:
Info received indicated a rechargeable neurostimulator was implanted to replace a depleted neurostimulator. A custom made extension kit was used to allow the hcp to connect the extension to the rechargeable neurostimulator. The extension was connected to the implanted octopolar lead, allowing the old lead to be used with the new rechargeable device system. The pt presented with a decubitis at the pocket and connector site during a f/u visit. The decubitus did not improve after plastic surgery. The rechargeable device was explanted.

Manufacturer narrative:
The neurostimulator will not be returned for analysis because the pt is hepatitis c positive and to avoid contamination the nurse disposed of the device immediately. The physician commented the extension kit met product spec but was bigger and more rigid then he had expected.